Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of incident. The customer's current blood glucose is 138 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer states insulin pump was on auto mode. Customer was in emergency room as a result of low blood glucose. Customer states insulin pump had blank display. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump will not be returned for analysis.